Event description:
Roche diagnostics coaguchek xs pt test strips have been "recalibrated" since the recall and we have received new strips. However, all of our new test strips are still reading drastically inaccurate. In the 4 days of having new test strips, I already have 11 results that are greater than 20% different according to the lab inr on the same date/time. I would greatly appreciate a call to ensure this issue is still being investigated by the FDA. I have lots of data that may prove roche to be having bigger issues than "calibration". All of my patient's lives depend on these test results and I cannot work with faulty test strips. Please advise.